Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that the one touch ultra meter reverted to the setup mode after replacing the battery. The meter is expected to revert to the setup mode after the battery is replaced. The patient was unable/unwilling to report if she developed symptoms as a result of the reported issue; however, she indicated that she was guessing how much insulin to take because the meter was not working. The medical surveillance specialist (mss) spoke with the patient in 2009, to obtain/verify the following information: the patient was testing 3 times/day prior to the reported issue and was taking humalog (sliding scale) and lantus (fixed nightly dose). The reported issue first occurred approximately 1 week before the pt contacted lfs and did not have any other back meters. As result of not being able to test, she was "guessing" how much insulin to take. The pt was taking 10 units of humalog in the mornings and nights since 2009. On an unspecified date/time after the reported issue began, she became really tired, very thirsty, and wanted to sleep. In 2009, at 6:16 pm, she tested on her brother's meter and the result was "452 mg/dl." She also tested on her brother's meter at another time after she spoke with lfs and her result was "570 mg/dl." She did not receive any other forms of treatment. According to the troubleshooting performed with customer service, the pt was able to reset the meter and perform a test. Replacement products were still sent to the pt. This complaint is being reported because the pt allegedly developed hyperglycemic symptoms that met the criteria for a serious injury after her meter reverted to the setup mode.